Manufacturer narrative:
Bd received (B)(4) samples from the customer facility for investigation. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: based on the investigation, the most likely root cause has not yet been identified. This lot was previously confirmed crs (B)(4) for a failed 2nd pullout. This catalog number 369714 is under investigation for this defect. An 8d project was initiated and is underway. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ had blood spray after the stopper popped off. No injury or medical intervention.